Manufacturer narrative:
The customer provided the patient information. Patient information and other relevant history have been updated. The initial medwatch report date of event indicated (B)(6) 2019. The initial medwatch report date of event should indicate (B)(6) 2019.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device unexpectedly dumped its defibrillation energy charge. A result, defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device unexpectedly dumped its defibrillation energy charge. A result, defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. It was observed that the customer had pressed the charge button, the charge completed, but 8 seconds later a leads off message was given, indicating that the paddles lead had lost connection, removing the charge. The customer later confirmed that they had been using third party electrodes, which was likely the cause of the reported issue. Per the device's operating instructions; "using other manufacturers¿ cables, electrodes, power adapters, or batteries may cause the device to perform improperly and may invalidate the safety agency certifications. Use only the accessories that are specified in these operating instructions." There is no evidence that a malfunction of the device occurred.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device unexpectedly dumped its defibrillation energy charge. A result, defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.